Event description:
As reported, during implantation of a long palmaz genesis 29 x 70 stent mounted on an 80 cm. Opta pro balloon catheter/stent delivery system (sds), the balloon did not inflate correctly and therefore stent placement was not possible. The physician attempted to remove the sds but could not retract the system through the sheath. The physician then used the sheath to push the stent from the sds. The stent was then expanded using another balloon catheter but the stent was not placed at the intended target lesion. There was no resistance observed during manipulation of the sds. There were no anomalies noticed during preparation of the device. The product was stored and prepared according to labeling instructions. The sds has been discarded by the customer. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
Addendum: please note that the event date provided was unknown and that the alert date is being used for the event date. (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During implantation of a long palmaz genesis 29 x 70 stent mounted on an 80 cm. Opta pro balloon catheter/stent delivery system (sds), the balloon did not inflate correctly and therefore stent placement was not possible. The physician attempted to remove the sds but could not retract the system through the sheath. The physician then used the sheath to push the stent from the sds. The stent was then expanded using another balloon catheter but the stent was not placed at the intended target lesion. There was no resistance observed during manipulation of the sds. There were no anomalies noticed during preparation of the device. The product was stored and prepared according to labeling instructions. The sds has been discarded by the customer. There was no reported patient injury. Please note that the event date provided was unknown and that the alert date is being used for the event date. Additional information received indicated that the target lesion was the common iliac artery. The lesion was reported to be tortuous. A non-cordis cross-over sheath was used for the procedure. There was no reported product issue with the sheath used. The balloon could only be inflated to three (3) mm. At high pressure/eight atmospheres (8 atm.). There was no reported contrast leakage. It was not known if any attempt at retrieval was performed. The stent was implanted close to the intended target lesion. Another stent was used to successfully treat the intended target lesion. Films are not available. The product was not returned for analysis. A device history record (DHR) review of lot 16057252 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- inflation difficulty¿, ¿stent delivery system (sds)- withdrawal difficulty-through guide/sheath (peripheral)¿ and ¿stent- inaccurate placement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of tortuosity may have contributed to the reported event. According to the instructions for use the user should, using an inflation device, steadily inflate the balloon under fluoroscopy to the nominal pressure recommended on the label. Expand the diameter of the stent to the diameter of the reference vessel. After deploying the stent, deflate the balloon by pulling a vacuum, allowing adequate time for the balloon to fully deflate prior to removal. Carefully rotate balloon counterclockwise to ensure separation of the balloon from the stent. While maintaining negative pressure on the balloon, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.